Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The estimated age of the patient was reported to be 18+. Guide wire: extreme (asahi intech). Inflation: everest (medtronic). Guide cath: taiga 6f sl3.5 (medtronic). Sheath: 6f terumo. Other: atlantis ultrasound catheter. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to: improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery system (sds) are subjected to various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment. In this case, the sds was not returned for analysis which may have aided the investigation. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. It was reported the patient anatomy was moderately calcified which may have contributed to the stent not being able to fully appose to the vessel wall. Additionally, as the stent was not fully deployed, the ultrasound catheter would have interacted with the stent. The patient was sent to surgery requiring further hospitalization. Review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. A conclusive cause for the reported difficulties could not be determined. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the 2.5 x 23 mm promus rx stent implanted in the distal circumflex interacted with a non-abbott ultrasound catheter, which required surgery to remove. During removal of the ultrasound catheter, non-abbott guide wires were inserted in an attempt to release the catheter from the distal stent edge. A balloon catheter was then inserted but did not reach the lesion site where the stents were deployed. Physician commented that the promus stent was not completed expanded due to the calcified lesion, which may have contributed to the interaction with the ultrasound catheter. Surgery was successfully performed. No additional information was provided.